Event description:
It was reported that during a ptca/stent procedure, following predilatation, resistance was felt upon advancement of the multi-link stent to the target lesion. When resistance was felt the multi-link was advanced and retracted several times. When the delivery system was withdrawn outside the body and it was discovered that the stent was missing. The stent was located in the rhv and withdrawn. The stent was then remounted on another dilatation catheter and an attempted was made to access the lesion. Resistance was again encountered and the stent was withdrawn outside the body resulting in stent loss. The stent was located in the left main. An attempt to snare it was unsuccessful. Thrombosis was seen at the site of the lost stent resulting in decreased blood flow of the lcx and lad a decrease in blood pressure. The pt was taken for emergent surgery. Reportedly the pt was in stable condition postoperatively with no further complications.